Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level. Bg value was not provided and the cause for the low blood glucose was unknown. Reportedly, the customer was found in a coma by their husband and then taken to the hospital by emergency services where they stayed in intensive care for seven days. No additional information on the type of treatment the customer received was provided. Reportedly, the customer continues to gradually recover and reports feeling tired and slow since the incident.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.